Event description:
From drive devilbiss: drive devilbiss healthcare is the initial importer of the device which is a rollator. The device has not been returned for evaluation. We are filing this report to be timely. We will submit a follow-up when additional information becomes available. While in use the brakes failed to lock and the user fell. He sought medical attention. No further information is available.